Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose level of 432 mg/dl. Customer's blood glucose value this morning was 270 mg/dl but wouldn¿t go down. It was reported that on (B)(6) 2017 around 17:00 customer was admitted in hospital. The customer had symptoms such as nausea and was treated herself with pen for insulin around 15.00 and customer was on a drip line. Troubleshooting was performed. Customer stated that she had drive count error around 7 this morning. We did the displacement verification test for this (took out reservoir and let piston come up), outcome was good. Alerted no reservoir. Around 07:53, customer also had tone, vibrator or motor did not have power available. Around 07.54 she had battery error, place new battery. Shortly after that customer had occlusion alarm 3 times. At 09.53 she had occlusion and 10.13 another occlusion. We did the 5 units fill (insulin came out after 0.4 already) and there was no occlusion alarm. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. No unexpected insulin flow blocked, battery errors, alerts, pump error 42, or pump error 60 alarms noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.